Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using a lightning aspiration tubing (lightning) and indigo system aspiration catheter 8 (cat8). During the procedure, the physician completed three passes using the cat8 and lightning. The indicator light on the lightning unit then turned solid red. The physician unplugged and re-plugged the lightning unit several time to troubleshoot; however, the indicator light on the lightning remained solid red. It was reported that the lightning tubing was not flushed. Therefore, it was removed. The procedure was completed using a new lightning. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned lightning confirmed a solid red light. The lightning was plugged in and powered on and a solid red light was illuminated. The lightning housing was opened, and blood was inside the unit, indicating a leak within the unit. This type of damage typically occurs due to over pressurizing the unit when flushing the device. If too strong of a positive pressure is applied, the unit may leak internally. The red-light was likely a result of blood contacting the internal electrical components. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.